Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 5.0 inr. The corresponding lab result reported was 3.0 inr. The doctor held the patient's coumadin for the night. The reporter declined product replacement.